Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damaged connector ports, cracked rear housing and missing belt clips, the lower case, one side bail cover, the ring cover and the atrial output connector were broken, one side bail cover, one side bail and the ring bail were missing and one side bail was bent, the battery drawer was broken, the battery contacts were compressed, the battery release was contaminated and the upper case was broken.

Event description:
It was reported that the connector ports on the external pulse generator were cracked/damaged. It was further noted that the there were multiple cracks on the rear housing and missing belt clips. The generator was returned for service. No patient complications have been reported as a result of this event.